Event description:
This information was reported publicly by the new york times. See (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. As reported in nyt article, (patient (B)(6) male, 55, diagnosed with late-stage metastatic esophageal cancer) saw signs of cancer "growing more aggressively" after treatment. Day of incident unknown but described as soon after the patient returned home from treatment, assumed to be sometime after (B)(6) 2024 and before returning to antigua on (B)(6) 2024. Signatera test showed nearly sixfold rise in the amount of cellular tumor dna in his blood. Additionally, patient noticed an ugly-looking growth on his back. Soon, another one appeared on his ear, followed by one on his scalp. They were skin tumors. The article states that these treatments took place outside the united states, in antigua. The device was being used off-label for the treatment of cancer, outside of the united states in (B)(6).

Manufacturer narrative:
This was stated in the nyt, see (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. The manufacturer followed up with the facility in (B)(6) where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.